Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that there was a concern this right ventricular (rv) lead had slightly perforated the heart wall. An echocardiogram was performed which showed a possible perforation. Impedance and threshold measurements were stable. R-waves were noted to vary between 2 and 6 millivolts. It was reported the r-waves had been in that range since implant earlier that morning. No additional adverse patient effects were reported.